Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 5.7 mmol/l, 12.1 mmol/l, hi (greater than 33.3 mmol/l), and 15.5 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer returned am empty test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 5.7 mmol/l, 12.1 mmol/l, hi (greater than 33.3 mmol/l), and 15.5 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the cassette has been disposed of and not available for return.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer indicated that the cassette was disposed of and unavailable for return. Device will not be returned.